Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the fenestrated bipolar forceps instrument did not cauterize nor deliver energy. The cable connection was checked, and the cable was replaced but coagulation was still not achieved. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have only internal damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The insulation does not appear to have been damaged externally, but this cannot be confirmed and is therefore coded. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding does not cauterize/no energy was confirmed by failure analysis. The probable root cause of damaged insulation on the conductor wire is mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use, or breakage of the internal wires.